Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to a history of high left ventricular (lv) lead thresholds and lv loss of capture (loc) concerns on the presenting egm. Upon review, technical services (ts) agreed that there appeared to be a late lv signal, which suggested lv loc with conduction through the septum from right ventricular (rv) pacing. As a result, there was no asystole. Additionally, lv output was programmed to trend 3.5v @ 0.5ms, and the most recent left ventricular auto-threshold (lvat) test showed a lv threshold measurement of 3.6v and no safety margin. Technical services (ts) reviewed troubleshooting options, and further evaluation lv capture thresholds was recommended. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.